Event description:
It was reported that a physician was leaning on the foot section of the bed talking with the pt when the foot section allegedly shifted and fell off. Reportedly, the physician slid to the floor but was not injured. No pt injury was reported. It is not known who affixed the foot section to the bed before this alleged incident occurred.